Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted accurate measurement of the helix is not possible due to the helix being bent. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty with the right atrial (ra) lead during implant due to the patient's anatomy. The patient had no viable tissue in the atrium and re-positioning of the lead occurred greater than ten times during the initial implant. Post operatively, the lead dislodged and a revision was attempted. Re-positioning occurred again greater than ten times. It was noted that the lead helix would not extend after multiple attempts. When the lead was tested on the table, it was noted that there was tissue lodged in the end of the helix. A new lead was used. No patient complications have been reported as a result of this event.